Event description:
It was reported that the device clinic treating physician placed a call to technical services (ts) for further review of the pacemaker presenting electrogram (egm). The physician noted that the right atrial (ra) exhibited oversensing and the right ventricular (rv) lead exhibited noisy signals. The physician reported performing isometrics and was unable to recreate the noise. The physician suspected the ra lead to have been degraded. Upon review of the presenting egm, ts noted inappropriate atrial tachy response (atr) episodes due to far field oversensing of the rv signals on the ra channel were recorded. The pacemaker had reached elective replacement indicator (eri) and a generator change procedure had been scheduled. Ts discussed with physician and recommended for additional imaging and further pocket manipulation to be performed. At this time the ra and rv leads remain in service. No additional adverse patient effects were reported. Additional information was received that reported that the scheduled generator change was performed, and the pacemaker was successfully explanted and replaced with a new device. At this time the ra and rv leads were not replaced, additional imaging and testing was performed, and results were shown to be normal. The leads remain in service and the clinic will continue to monitor the patient. No additional adverse patient effects were reported.